Manufacturer narrative:
The pump passed the functional tests, including the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement, displacement accuracy and self tests. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to emergency room due to high blood glucose level of 400 mg/dl on unknown date. Customer was treated with insulin pump and manual injections. Customer was using auto mode. Customer had symptoms such as abdominal pain, nausea, vomiting, positive results in ketones and difficulty breathing. The insulin pump will be returned for analysis.